Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue; cracked battery compartment, stripped threads on the battery cap and moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during investigation, the battery compartment was cracked alongside of the pump. Corrosion was found in the battery compartment with a leak. The threads on the battery cap were stripped. The battery cap was unable to secure to the test pump properly. The pump was opened and moisture damage was found on the printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.